Event description:
A nurse at the user facility reports a broken haptic during intraocular lens (iol) implant surgery. The iol was removed and replaced the day after implant surgery. The patient's prognosis is good.